Event description:
It was reported that during the closure of an ileostomy, on the first firing, the device seemed to have cut fine, but the staples didn't form properly. The staples had closed in a b shape, but they had not gone properly into the tissue. The device was reloaded and the second firing seemed to be okay. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.